Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that his vns therapy programming handheld was not properly holding a charge. He stated that "they kept it plugged in at all times and then when they would use it the battery would drain way too fast." Good faith attempts to obtain the handheld in question for product analysis are currently being made.